Event description:
Spouse of home pt (hp) reports 2 incidents of a leak in the pt line tubing of the homechoice set. The first incident occurred in 2002 during the 2nd cycle of the hp's apd treatment. The treatment was discontinued at time of reported incident, and entire set up was replaced. Therapy was completed without incident. The second incident occurred the next day. Noted prior to pt use. Supplies were replaced and no pt injury or medical intervention was reported per spouse.